Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found that the prongs on the plunger clamp in position #7 were closed shut and would not open. The fse cleaned the tip clamp and tip clamp sleeve and replaced the plunger clamp. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).